Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump broke and their blood glucose was 623 mg/dl. The customer also indicated that they were admitted into a hospital with diabetic ketoacidosis. Troubleshooting advised customer to call back with pump information for proper troubleshooting.